Event description:
Clinical trial. It was reported that following a coronary artery drug eluting stent treatment procedure the patient developed in-stent restenosis. The index procedure treated the proximal lad (left anterior descending) with a 2.75x16mm taxus liberte stent. The patient returned 184 days following the index procedure with 70% in-stent restenosis of the 2.75mm proximal lad. Treatment consisted of balloon angioplasty which resulted in 10% residual stenosis and resolved the event. The event was assessed by the investigator as possibly related to the taxus liberte stent. The patient also experienced supraventricular paraoxistic arrhythmia at the time of this event and was treated with a tpa adenosine infusion.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.